Event description:
A hospital in (B)(6) reported via a distributor that three rt105 adult inspiratory heated breathing circuits failed the ventilator leak test. This was observed before patient use.

Manufacturer narrative:
(B)(4). The rt105 adult inspiratory heated breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the complaint devices were returned to fisher & paykel healthcare in (B)(4) for inspection. They were visually inspected, pressure tested, and immersed in a water bath to test for leaks. Results: the pressure test results were outside of the specification due to excessive leak in the water traps. The leak was confirmed when the water traps were immersed in a water bath. A lot check revealed one other complaint of this nature for lot number 120625. Conclusion: the breathing circuit water trap consists of a bowl and a lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. Our user instructions that accompany the rt105 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate alarms." (B)(4).